Manufacturer narrative:
Investigation, including root cause analysis is in progress. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, and under the leadership of dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting as association between a shared product and the cases of tass reported.

Event description:
The customer requested that their system be checked out due to two cases of possible tass (toxic anterior segment syndrome). This MDR is for the second of two cases reported. Reference MDR # 2028159-2007-00476. Additional information has been requested.